Manufacturer narrative:
Device available for evaluation: yes. Returned to manufactured on 12/07/2016. Device retuned to manufacturer: yes. Device evaluation: the explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection shows the product was cut in pieces and was most probably (likely) to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The customer's reported event could not be confirmed. Manufacturing record review: the manufacturing records were reviewed. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (+18.5 diopter) was implanted on (B)(6) 2016, into the left eye of a (B)(6) male patient. The surgeon planned to explant the lens on (B)(6) 2016, due to the incorrect diopter size and unexpected visual outcome. Additional information was received and it was learned that the lens was exchanged for another amo lens, same model, with the correct dioptre size for the patient (+21.0 dioptre). No patient injury post-op was reported. No further information was provided.